Event description:
Olympus was informed that during a therapeutic total laparoscopic hysterectomy (tlh) procedure, the surgeon observed a white-colored foreign object inside the patient's body cavity which was reportedly recovered by using the suspect medical device. Subsequently it was confirmed that an unspecified part at the distal end/tip of the suspect medical device was broken off and missing. The intended procedure was reportedly completed by using a different but similar device. Here no other foreign objects were found inside the patient's body cavity and also not inside the specimen retrieval pouch. There was no report about patient injury and the patient is reportedly doing fine.

Manufacturer narrative:
The suspect medical device was not yet returned to olympus for evaluation and the user facility reportedly discarded the recovered fragment/part. The exact cause of the user's experience and the reported phenomenon could not be determined and therefore is being judged as unknown. However, if the suspect medical device is returned for evaluation and additional significant information becomes available, this report will be updated. Olympus submits this incident as a medical device report (MDR) in abundance of caution.